Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber and the detached gold tip. A visual evaluation of the fiber noted the gold tip was detached. The customer's reported complaint description of a fiber fracturing in patient is confirmed. A definitive root cause cannot be determined at this time although a possible contributing factor could be due to handling during the procedure. If the fiber was struck against a hard surface, and continued unnoticed, while traveling through tortuous veins, the fiber could break at the weak spot. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. See scanned page. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2014, a patient presented for an endovenous laser procedure. It was reported that during the procedure, during pull back, the physician noted the tip of the fiber had fractured off inside of the patient. The fractured piece was successfully removed via a cut down. It was reported the patient was not permanently harmed or injured due to this event. The disposable device has been returned to the manufacturer for evaluation.